Event description:
It was reported to boston scientific corporation that the patient was transferred to this hospital for endoscopic retrograde cholangiopancreatography (ercp) with endoscopic ultrasonography (eus) guidance after unsuccessful ercp at an outside hospital. The procedure date is unknown. Patient underwent endoscopic retrograde cholangiopancreatography (ercp) with endoscopic ultrasonography (eus) guidance and laparoscopic cholecystectomy procedure and discharged on postoperative day four. It was reported the following devices were used in the procedure two jagwire revolution guidewires one .025 and one .035, another non-bsc guidewire, and a non-bsc single use 3 lumen sphincterotome. Post procedure, on (B)(6) 2022, two days after discharge, patient returned to the emergency room and CT scan showed a foreign body in the right upper quadrant consistent with piece of retained wire. The patient underwent diagnostic laparoscopy with exploratory laparotomy for removal of foreign body. Patient was discharged home two days later.

Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is 0501120000-2022-8009. (B)(4).